Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Pump received with normal operating currents. Pump monitored for several days and no battery out limit alarms occurred during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that when the up arrow button was pressed, that the numbers continued to scroll. Customer's blood glucose was 370 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.